Manufacturer narrative:
No medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the system was explanted due to infection.